Event description:
It was reported that during a rectum resection procedure, when the surgeon used the device it didn't fire the clips. So the surgeon sutured manually to complete this operation. No other problem for patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.